Event description:
Report received of an extension set that "ruptured" during power injection. It was reported that an adult pt was having an unspecified CT scan. The pt had an established peripheral IV access connected to an extension set. The power injector was set to deliver 100cc of optiray contrast at an unspecified rate and pressure. It was reported that the line "blew" within the first 10cc of the injection. The split in the tubing allowed approx 90cc of the contrast to leak out. The exact location of the rupture was unknown. The tech changed out the tubing, administered additional contrast to the pt and completed the scan. Minimal bleed back was noted in the tubing. There was no report of pt harm or adverse pt effect.